Manufacturer narrative:
Date of event is an estimated date based off the reported event date of 2019.

Event description:
It was reported that the burr became entrapped and required surgery for removal. A 1.75mm rotablator burr was selected for use. During the procedure, it was noted that the burr became entrapped and required surgery for removal. No further patient complications were reported and patient recovered and was doing well.